Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to a dislodgement presented. The dislodgement was confirmed via x-rays. During the attempt for extraction part of the lead felt in the atrium. Later on, the physician was able to remove the rest of the lead parts. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to a dislodgement presented. The dislodgement was confirmed via x-rays. During the attempt for extraction part of the lead felt in the atrium. Later on, the physician was able to remove the rest of the lead parts. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood and tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Based on the instructions for use for this product, left bundle branch placement behavior is a known inherent risk of the use of this lead, contraindicated use, based on the field report.